Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cocked stopper was observed. Additionally, 100 retention samples from bd inventory were visually inspected and no cocked stoppers were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e 5.4mg plus blood collection tube, one (1) tube was found to have misaligned cap and lacking negative pressure. No adverse impact was reported regarding the patient or user.